Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported during a patient procedure their harmony air a-series surgical lighting system experienced a loss of control of the lights and had to restart the system at the wall control resulting in a short procedure delay. No report of injury.

Manufacturer narrative:
There are two serial numbers subject of the event:(B)(6). A steris service technician arrived onsite to inspect the lighting systems. Functional testing of the lighting systems was completed. The technician updated the system's software, tested the lighting systems, confirmed them to be operating according to specification, and returned them to service. A 3-year complaint review confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported during two patient procedures their harmonyair a-series surgical lighting systems experienced a loss of control of the lights and had to restart the system at the wall control resulting in short procedure delays. No report of injury.